Event description:
Per medical records review, the patient was admitted with mitral valve infective endocarditis and embolic strokes. Echo showed large mv vegetation. Blood cultures were positive for alpha hemolytic strep species/strep mitis/oralis. Left hip cellulitis noted. The pre-tavr explant tee revealed that the prosthetic leaflets are mildly thickened with normal excursion. There is trivial periprosthetic regurgitation and no prosthetic regurgitation. Mean systolic doppler gradient 7 mmhg. Ef 60%. The explant report noted that the patient underwent tavr explant, aortic valve replacement, mitral valve replacement with patch of mitral valve annulus ligation left atrial appendage, removal of transvenous pacemaker and insertion of epicardial pacemaker, and closure of atrial septum, patent foramen ovale. The pathology note indicated a tavr valve with active endocarditis characterized by purulent thrombus, an edwards sapien valve without calcification, without cusp tears, without thrombus, without vegetations, and with a minimal amount of fibrous ingrowth (pannus). There was no indication that the valve was explanted due to the incidental finding of tavr prosthetic leaflets mildly thickened and pannus.

Manufacturer narrative:
Updates to b4, g3, g6, h2, h10. Upon further investigation, a redaction to this report is required. The new information indicates that the reason for tavr explant is due to endocarditis. It should be noted that the patient had alpha hemolytic strep species/strep mitis/oralis primary from the mitral valve not the aortic tavr valve, and left hip cellulitis. Exact etiology is unknown. Investigation results indicate that the valve, as supplied by edwards lifesciences, was not the source of the infection. Endocarditis occurs due to the implant being seeded from microbial contamination during the perioperative period or an infection elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.

Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : not returned.

Event description:
As reported by implant patient registry, a patient underwent a transfemoral tavr procedure with a 23mm sapien 3 ultra valve in aortic position. On post op day 69, the patient had the valve explanted for an unknown reason and replaced with an edwards surgical valve.